Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. As no further information or product was provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs professional meter with an unspecified serial number compared to the stago neoplastin laboratory method. The date of event is not known. The result from the meter was 2.8 inr. The result from the laboratory within 7 hours was 1.3 inr. The patient's therapeutic range is not known. There was no allegation that an adverse event occurred. No other information is available related to this event.